Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failure occurred during ultrasound. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected and the filters in the cassette were saturated with surgical fluid and surgical residue was observed in the fluid flow paths in returned condition. In addition, the admin manifold was cut near the drip chamber. The ball in the drip chamber¿s check valve did move freely per specification. The cassette was dried and tested in returned condition but was unable to prime due to surgical residue in the flow paths. The surgical residue was purged to continue functional testing. A console representing the current software version was used to test the sample. The sample could prime and tune successfully. The irrigation and aspiration pressure were within specification. The maximum value of vacuum and continuous reflux displayed properly on the progress bar. No message code appeared on the screen. Fluid flowed from balanced salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).